Manufacturer narrative:
Medtronic received the following information from the journal article entitled; endovascular salvage of ruptured taaa following stent graft distraction after tevar for type b aortic dissection. Weiguo fu; baolei guo eur j vasc endovasc surg (2017) 54, 743 doi.org/10.1016/j.ejvs.2017.08.013. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic type b aortic dissection on an unknown date. A non-mdt stent graft was also implanted to treat the distal aspect of the dissection. It was reported the patient presented with persistent back pain due to a ruptured 127 mm thoraco-abdominal aneurysm caused by migration of stent grafts with type iii endoleak. An emergency thoracic endovascular aortic repair was carried out and two valiant stent grafts were successfully implanted. It was reported the patient recovered without any enodleaks and no additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.